Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available sensing trend curve showed values between 16.6mv and 19.7mv from (B)(6) 2018 to (B)(6) 2019 with a subsequent spontaneous decrease to approximately 10mv. Furthermore there were artifacts on the rv channel which were oversensed resulting in shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was observed and a lead damage was suspected. The ICD was replaced. This rv lead was partly capped but still using its pace / sense channel connection. The tachycardia therapy was deactivated.